Event description:
It was reported that paceart experienced an error in the data exchange log viewer potentially resulting in "one or more fields not matching up, causing paceart to be unable to match the transmission to a patient." Paceart remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Event description:
It was reported that paceart experienced an error in the data exchange log viewer potentially resulting in "one or more fields not matching up, causing paceart to be unable to match the transmission to a patient." Paceart remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.